Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/20/2013: keypad contamination and the display was not clear or legible.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. All keypad buttons had normal response on testing. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was not clear or legible.